Event description:
It was reported that the patient stated he was unable to inflate his inflatable penile prosthesis (ipp). Upon revision, no issues with the device were identified after pumping. A surgical procedure was performed during which the existing ipp was removed and replaced with a new one. No patient complications were reported.